Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by removing the pump from its case and providing instructions on how to better press the button. Despite these efforts, the button remained challenging to use, leading to the decision to replace the pump. The pump was under warranty, and the customer planned to contact their healthcare provider for backup insulin therapy.